Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies a loss of connection to the internal device. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.